Manufacturer narrative:
Concomitant medical product: 4598-88 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the patient experienced ventricular tachycardia (vt) and appropriate shocks were delivered. It also showed three of the vt episodes were classified as supra ventricular tachycardia (svt) by the cardiac resynchronization therapy defibrillator (crt-d) due to the stability discriminator being programmed on. The episode classification was discussed with the physician and stability was not reprogrammed. The patient later experienced a vt storm, was intubated, and taken for emergent vt ablation. The device remains in use. No further patient complications have been reported as a result of this event.